Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment was completed as planned since no issues found. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Analysis of system log file showed multiple soft collision detected messages. Fse found that the reported issue was due to the old room. Upon troubleshooting, fse performed ops check of c arc no movement issue was found and customer was using the device all day without any issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that c-arm would not return to the zero position in the rotation. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.